Event description:
Physician reported "implant rupture, deformity and tenderness in breast" confirmed by CT and ultrasound. Device has been explanted and replaced with a non-allergan device. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device evaluation: device photograph(s) for the device related to the reported event of rupture, deformation and visibility/palpability was reviewed on (B)(6) 2022. Visual analysis of the photographs identified through the photos provided, it is not possible to determine the lot number and catalog no observed opening in the device. No observed deformation device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, red particles on the shell. A microscopic analysis was performed which identified: sharp broken on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: - sharp broken on posterior assessed as unidentified (tear) opening. - no deformation was observed on the device, due to broken.

Event description:
Physician reported "implant rupture, deformity and tenderness in breast" confirmed by CT and ultrasound. Device has been explanted and replaced with a non-allergan device. This relates to the right side